Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted the previous mesh had dense adhesions to the omentum, small bowel and mesentery. A defect was noted in the middle of the mesh at the area of the recurrent hernia. It was reported that the patient experienced severe pain. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/15/2020. Additional information: a2, b7, d3, d4, g1, g2.